Manufacturer narrative:
Complete UDI - ((B)(4). Evaluation codes updated. Device evaluation: one device was received. A visual inspection found the main block cracked and the reservoir gasket is worn out. The customer reported issue was able to be confirmed. The cause of the issue is the cracked main block. No action was taken due to the device not being needed in the loaner pool and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's case is cracked. Patient involvement is unknown.